Event description:
The covidien representative in france received a report from a customer that stated: "the client reports that in the intensive care unit, when the cannula was changed, there seemed to be a leak and the patient was not ventilated properly." "A canula from another lot was fitted successfully."

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. No analysis or conclusions can be made without the device.